Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found within specification in relation to the reported device won't power on with blue clamp, which was reproduced during evaluation. All switched were found to be within specification. Evaluation determined no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not power on with blue clamp. There was no patient involvement. No additional information is available.